Manufacturer narrative:
The device was returned for evaluation and found numerous oxygen low errors, battery low errors, hot battery errors, and service needed errors and error 1's (empty battery). The unit was run for a few minutes and made a popping sound due to stuck feed waste valve caused by debris inside. The debris inside caused oxygen low and service needed error. The leaking product manifold was due to debris under the check valve. The noisy compressor was due to bad housing bearing. The data log confirmed that the patient was running the unit low, bad battery caused error 1. If additional information is obtained to the user facility, a supplemental report will be filed.

Event description:
The customer reported to inogen, that the portable oxygen concentrator was not providing an adequate of oxygen. In turn, the customer called the ambulance. Reportedly, the g5. Portable oxygen concentrator displayed low oxygen error. As a result, the customer treated for more oxygen and was hospitalized. The customer is stable at the hospital.